Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor thought the intraocular lens (iol) looked funny when it was opened. There was no patient contact and the procedure was completed using the backup lens. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and with the plunger rod overriding the lens. The cartridge and cartridge tip could both be observed to be bulging where the lens was stuck. The handpiece was disassembled and the assembly was inspected, revealing no assembly issues that could contribute to the observed issues. The plunger rod could be observed to be bent, in a way consistent with a handpiece that had excessive force applied to it. The lens was removed from the cartridge and was cleaned, revealing that it had been torn, damaged from being folded, and had both haptics detached. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Additionally, the other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.